Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's stepmother reported via phone call indicating that the insulin pump had sensor anomaly and needle anomaly. Customer's blood glucose was unknown mg/dl. The customer reported that patient had difficulty pulling out the introducer needle once the enlite sensor was inserted. The customer finally got the needle out, the sensor had inverted itself and pulled out through the opening for the introducer needle. The incident was reported for documentation only.